Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor and sensor kits passed all tests prior to release. An extended investigation has been performed for the reported complaint. The customer reported replace sensor error. Sensor was inserted in the sim-vivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned using the app and observed glucose results after warm up. Sensor had remained on the keithley for few days. Replace sensor error message was not observed. Scanning functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device in use with samsung a32, os 13, app version 2.11.2.11107. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring healthcare professional administration of glucagon for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor: an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Software: an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced a "replace sensor" message with the freestyle librelink application. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved and android 13 app version 2.11.2.11107 and was not able to reproduce the complaint. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring healthcare professional administration of glucagon for treatment. There was no report of death or permanent injury associated with this event.